Event description:
It was reported that patient had a revision of mismatch taper head. According to sales rep. This was an intraoperative mistake. Sales rep. Also reported he is sending the device back but wanted us to be aware that little bits of human tissue was left on the device.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding off label use involving the use of a c-taper cobalt chrome head with a restoration modular body was reported. A review of surgical protocol lsp53, restoration modular revision hip system, indicates the restoration modular hip system is compatible only with stryker orthopaedics v40 femoral bearing heads. In this case a c-taper cobalt chrome head was used in error. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that patient had a revision of mismatch taper head. According to sales rep. This was an intraoperative mistake. Sales rep. Also reported he is sending the device back but wanted us to be aware that little bits of human tissue was left on the device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.